Event description:
It was reported by service report that the bed had a broken foot section and there were sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: foot section.